Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer also reported that the infusion set was leaking. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.